Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the buttons not responding. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator or battery tube assembly noted during visual inspection. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 432 mg/dl. She treated her blood glucose level with a shot. The battery appeared to be empty but she did not receive any alarms except for a button error alarm. The night before her blood glucose level dropped to 57 mg/dl. The insulin pump would not clear. The buttons on the insulin pump were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.